Event description:
The customer further reported suspected residue of cleaning brush inside the instrument channel.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h3, h6, h11. Corrected field: h6 component code. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6). Date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported suspected residue of cleaning brush during reprocessing involving an olympus colonovideoscope. There was no patient involvement.